Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarm occurred. A supply change was performed to address the occlusion alarm and the occlusion alarms continued. The customer's blood glucose level ranged between 149-305mg/dl. Multiple system checks were performed and the pump performed as intended. Additionally, during the occlusion alarms the customer reported that the pump was hot to touch. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.